Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (balloon burst). Lack of information (unknown cause of balloon burst). Evaluation conclusion: lack of information (unknown cause of balloon burst).

Event description:
A reliant balloon was used in a patient as an accessory product during an endovascular treatment of an aortic aneurysm. It was reported that the balloon burst after the second inflation to perform touch up. When contrast medium was introduced into the balloon, it seemed to be slightly more stiff than usual. No clinical sequelae were reported and no further information was provided.

Event description:
Additional information was received as follows: the balloon was discarded. The reliant balloon was inflated with a syringe containing 3:1 contrast to saline solution. The reliant balloon was inflated within another manufacturer's stent graft and ruptured within the stent graft an indeflator was not used; therefore it is not possible to determine the balloon pressure or solution volume that was injected. No further information was provided and there was no patient injury.